Manufacturer narrative:
(B)(4). The xpert 6x40x120 is being filed under a separate medwatch MFR number. (B)(4): incorrect anatomy. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Based on the reported information, there was no device malfunction reported. The reported stent damage was caused due to interaction with the second xpert stent system during the failed attempt to advance and remove through the stent. Because it was reported that the xpert was being used to treat the superficial femoral artery, it should be noted that the instructions for use states: the xpert self-expanding transhepatic biliary stent system is intended for use in the palliation of malignant strictures in the biliary tree. There is no indication to suggest a product deficiency and the reported difficulties appear to be due to operational context of the procedure. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported.

Event description:
Reportedly, the index procedure was performed to treat the superficial femoral artery with mild tortuosity and moderate calcification. The first xpert stent, a 6x60x120, was deployed without issue; however, a second xpert stent, a 6x40x120, was attempted across the first xpert stent to treat a lesion more distal and failed to cross. The second xpert stent was deployed proximal to the first implanted stent; however, when trying to retrieve the delivery system of the second xpert stent, the first implanted stent got mangled. A non-abbott stent was able to cross the two xpert stents and was deployed across the target lesion and two xpert stents as treatment of both the target lesion and mangled stent. There were no adverse patient effects and a clinically significant delay in procedure was not reported. No additional information was provided.